Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was used for implantation, utilizing a small flexnav delivery system (ds). The patient presented with a native valve with annulus diameter of 22.3mm, an ejection fraction (ef) of 40%, was anemic, in sinus rhythm, with 2 stents already placed in right coronary artery, a gradient 49 mmhg across aortic valve, heart decompensation, and history of renal insufficiency. Predilation was performed with a 22mm balloon. The navitor valve was inserted, and deployment was attempted. One partial recapture was performed, and the valve was implanted at a depth of 5mm. It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). However, post deployment, a moderate perivalvular leak (pvl) occurred. It was noted that there was no deployment or retraction difficulties, and that the valve fully released. Post dilation was performed with a 23mm true dilatation balloon. After post dilation, the patient became hemodynamically unstable, requiring resuscitation. It was noted that there was clinically significant delay, as the patient required cardiac massage and placement of extracorporeal membrane oxygenation (ECMO). The left coronary artery was occluded. The left coronary artery recanalization was achieved without difficulty. However, on the same day, peri procedurally, the patient had already reached a point of irreversible clinical deterioration and did not survive. In the physician's opinion, the patient death is likely related to the procedure. The cause of death was cardiac arrest due to left coronary occlusion.

Manufacturer narrative:
It was reported that post navitor implant aortography demonstrated significant paravalvular leak (pvl) and impaired flow into the left coronary artery. Post-dilatation was performed after which aortography revealed left main stem occlusion. After post dilation, the patient became hemodynamically unstable, requiring resuscitation. It was noted that there was clinically significant delay, as the patient required cardiac massage and placement of extracorporeal membrane oxygenation (ECMO). The left coronary artery was occluded. The left coronary artery recanalization was achieved without difficulty. The patient had already reached a point of irreversible clinical deterioration and passed away on the same day. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Cine and medical review were performed at abbott. Based on the information received and medical review, the reported patient death appears to be related to left main stem occlusion. The root cause of reported perivalvular leak cannot be determined. The unexpected medical intervention was result of case-specific circumstance as post-implant valvuloplasty was performed due to pvl; the patient became hemodynamically unstable requiring resuscitation. Based on the available information, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.